Event description:
Patient reported the blood glucose level sensor woke him up. Patient stated the sensor showed a too high blood glucose level of 150 mg/dl. Patient's normal blood glucose level was not provided. Patient reported the infusion device went into stop mode by itself without an alert or signal. Patient stated he changed the battery and battery cover and the infusion device displayed an e8 (power interrupt). Patient reported he was unable to confirm the e8. Patient stated he was able to get the blood glucose level under control with a pen. Patient reported experiencing no other health concerns. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.